Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). Meter was returned for evaluation (customer had also returned control solution). Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Rescue squad reported complaint for hi and high blood glucose test results. Caller also reported complaint for control test result out of control range. Per the caller, the true metrix go meter had been used to test a patient and a result of 434 mg/dl had been obtained (undisclosed if fasting or non-fasting); the patient had been retested a minute later and the meter read hi (verified in the meter memory). The patient had not been experiencing any symptoms at the time; the patient has a mental illness, and their blood glucose had been tested as per procedure. Due to the high and hi results the patient had been taken to the ER on (B)(6) 2025. The patient¿s blood glucose lab result when at the ER had been 127 mg/dl (undisclosed if fasting or non-fasting). Caller was unable to provide any additional information as to what transpired after the rescue squad had left the hospital but did state that the patient had been treated for sepsis. The test strip lot manufacturer¿s expiration date is 10/13/2026 and per the caller the open vial date is less than 30 days. The caller stated he is not sure which of the 3 test strip lot numbers had been used when the high and hi results had been obtained, and also when the control test had been performed with result out of range.